Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet user experienced alert 38 indicating a motor stall after changing the cartridge, and subsequent attempts to restart the device resulted in an ¿unable to proceed, please check notifications¿ message; the agent conducted troubleshooting including restarts and a dry run with chamber fill and initiated a replacement shipment. Symptoms included no adverse clinical effects, and blood glucose was not affected. Outcomes included no injury and no medical intervention or hospitalization. Investigation included customer service troubleshooting and return of the device for evaluation. Alert 38 and alert 41 are present and no cause was found as to why.